Event description:
Upon initiation of dialysis, noted blood coming from blood pump segment. Dialysis stopped, unable to return blood to pt. Ebl 200 ml. Upon inspection of old blood pump segment, it had a separation of 2.54 cm in length, on the superior side of the pump segment. A new line from the same lot, was pulled to reestablish the circuit, so dialysis could be restarted. The new line was visually inspected and noted to have the same defect as the line that was just removed for failure, of the blood pump segment. This lot was removed from service at this time, until issue resolved. Diagnosis or reason for use: end stage renal disease. Is the product compounded: no. Is the product over-the-counter: no.